Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported the patient is needing to charger every day rather than before she was charging every 3 days. The patient stated she barely gets 24 hour of coverage before she needs to recharge again. The patient inquired if there was a was way to increase their recharge interval but not change settings. The patient has recently been reprogrammed/ switched to a new group. It was reviewed how programmed parameters affect recharge intervals and also the age of the ins would also effect patient recharge interval. The patient stated that her last programming session was done to reach optimal settings. Redirected patient to health care professional (hcp) to discussing running an estimate recharge interval calculation. No patient symptoms or complications were reported in this event. The patient has an appointment with manufacturing representative (rep) on (B)(6).